Manufacturer narrative:
The field service engineer (fse) visited the facility and found the deterioration of the maj-411. The fse also confirmed that it can be attached and detached normally by replacing it with a new one. The maj-411 was not returned to any of olympus locations because the user had discarded the maj-411. Therefore, olympus could not investigate the maj-411. The exact cause of the reported phenomenon could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the followings. The user attached the maj-411 that had something failure such as cracks or deformation. The maj-411 was forcibly attached with the instrument channel outlet of the jf-260v was closed (the forceps elevator was raised). The maj-411 was not securely attached to the distal end of the jf-260v.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an endoscopic retrograde cholangiopancreatography (ercp) using duodenovideoscope (jf-260v) and the distal cover (maj-411), it was found that the maj-411 came off. The user did not notice the phenomenon during and immediately after the procedure, but after that noticed when the patient vomited the maj-411. The occurrence date of event is unknown. There was no report of patient injury associated with the event.